Manufacturer narrative:
(B)(6). Date of alcl diagnosis: (B)(6) 2022. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma-late, lymphoma-alcl-suspected (cd30 positive reported, alk negative has not been reported).

Event description:
Healthcare professional reported for right side "a patient experiencing a seroma which was aspirated and sent for cytology" and "possible alcl". The cytology results noted "850ml orange like liquid. Protein plasma with an abundance of atypically large and isolated cells. Cells that intensely show cd30 positive; findings could be compatible with alcl associated to breast implants." Pathological marker cd30+ has been received. Pathological marker alk- has not been received. The device remains implanted.

Event description:
The device has been removed.

Event description:
Healthcare professional reported for right side "a patient experiencing a seroma which was aspirated and sent for cytology" and "possible alcl". The cytology results noted "850ml orange like liquid. Protein plasma with an abundance of atypically large and isolated cells. Cells that intensely show cd30 positive; findings could be compatible with alcl associated to breast implants." The breast capsule anatomopathological study found "tumor spread: limited to the luminal surface of the capsule (pt1)." "In the immunohistochemistry study, they intensely express cd30 (in the membrane and golgi apparatus), as well as cd45, cd5, and cd4. They are negative for alk, cd3, cd8, cd68, and cd20." Pathological markers cd30+ and alk- have been received. The device has been removed.

Manufacturer narrative:
Additional, changed, and/or corrected data. The event of bia-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: bia-alcl. Pathologist: dr. (B)(6).

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b.

Event description:
Surgeon reported a suspected diagnosis of bia-alcl. They state the patient had a seroma which was aspirated and sent for cytology. The cytology results stated: "sample ¿ 850ml orange like liquid. Protein plasma with an abundance of atypically large and isolated cells. Hipochromatic irregular nucleous and sometimes nucleolus. Cells that intensely show cd30+, cd45+ and c4+, cd3-, cd68- and pax5-. Findings could be compatible with alcl associated to breast implants". The device has been removed. Right side.